Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth high profile xtra 700cc returned device. Wrinkling is reported to occur more frequently in patients with one or more of the following: thin-skinned patients, patients with little or no subcutaneous fat, subglandular rather than submuscular placement, an implant that is too large relative to the breast pocket size or frame of the patient, overlying minimal tissue or of poor quality, and/or when capsular contracture is present. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: cutaneous contour deformity. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent breast reconstruction revision with two 700cc mentor memorygel breast implants. Post-operatively, the patient suffered unfavorable asymmetry, visible wrinkling, discomfort and unnatural appearance bilaterally. The right breast implant was also ruptured. As a result, the patient underwent capsulectomy and bilateral breast implant removal and replacement surgery on (B)(6) 2022. The replacement devices were: (right) 500cc mentor artoura plus, smooth, high profile catalog: sdc135h, lot: 9654344, sn: (B)(4) and (left) 500cc mentor artoura plus, smooth, high profile catalog: sdc135h, lot: 9657776, sn: (B)(4). This medwatch form is for the left breast prosthesis. Complications on the right breast/implant were reported under mrn: 1645337-2022-06147.